Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission indicated a long charge time alert. Upon further interrogation, there were two long charge events and the manual capacitor maintenance had timed out. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.